Event description:
(B)(4). My essure was implanted in early 2007. Within 2 years, I started developing symptoms of hypothyroidism. From 2009 until 2014, I suffered from extreme fatigue, edema, memory loss, brain fog, anxiety, constipation, abdominal bloating, intermittent pelvic pain, low body temperature, depression, and a 35 pound weight gain that would not go away even on 900 calories a day and running 20 miles a week. In early 2014 , I was finally diagnosed with hashimoto's thyroiditis. It has severely lowered my quality of life. Bayer has admitted that essure can cause autoimmune conditions and mine developed after my essure was implanted.

Event description:
(B)(4). Pathological findings from my hysterectomy and salpingectomy are as follows: adenomyosis, nabothian cysts, chronic cervicitis, right fallopian tube with paratubal cyst, left fallopian tube congested, 1 ovary adhered to my abdominal wall, intestines adhered to my uterus, both fallopian tubes were edematous.

Event description:
#Medwatcher #followup 1 #FDA mw5059443 #(B)(4). On (B)(6) 2016, I will be undergoing a total hysterectomy and salpingectomy in order to get the essure out of my body. My goal is to get the toxin out of my body before another autoimmune disorder begins.